Event description:
The customer's blood glucose was unknown. It was reported that the customer was receiving a transfer failed message when trying to upload onto carelink. The customer stated that his healthcare provider was unable to download from his insulin pump as well. The customer created a new profile, but the issue persisted. The customer stated that the system did not accept the data due to incomplete data. Advised that the customer's insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Unable to download unit to carelink due to several displayable history crc check failed on startup alarms at the alarm history file. The displayable history crc check failed on startup alarms due to a corrupted history file. Unit received with minor scratches on lcd display window.